Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that she is experiencing low blood glucose levels. Customer's blood glucose reading was 38 mg/dl. Customer reported a bent cannula on the infusion set. Customer also reported that the infusions set detached from the skin. Customer stated that the insulin pump failed to deliver enough insulin. Replacement product is being sent.